Manufacturer narrative:
(B)(4).

Event description:
Additional information: per the nurse at the pump managing physician¿s office, the patient had his leg amputated in (B)(6) 2009. He called their office on (B)(6) 2009 to request some additional pain medication. They saw him on the (B)(6) for a steroid injection to help with the pain, but there was nothing wrong with the pump and any infection that resulted was not related to the pump in any way. At the time of this report, the nurse was unable to find the myelogram that was performed and had no other information to provide.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, the pump was turned off five years ago because the catheter had a "slit" right at the pump connection. A myelogram was done and confirmed the catheter was pulling on the pump around the patient¿s stomach. The physician recommended replacing the catheter. The patient did not have the catheter replaced after it was diagnosed with a malfunction because, he had a bad diabetic infection in both of his legs. The patient had staph infection in his legs and the physicians could not get rid of the staph infection in his body. The patient had one leg amputated and then two years later the patient had his other leg amputated. The patient had to take more time to heal so could not have pump replaced in that time. The pump was delivering morphine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8709, lot# j11169r27, implanted: 2002 (B)(6); product type catheter. (B)(4).